Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1;a2;b4;b7;d1;d10;g3;h2;h3;h6. The following sections was corrected: d6a implanted. Concomitant medical products: cat# unknown lot# unknown - 56 trilogy cup, cat# unknown lot# unknown - 36 +3.5 liner, cat# unknown lot# unknown - 36 +3.5 biolox head, cat# unknown lot# unknown - unknown cement. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial records indicated no intraoperative complications or events. Revision records were not provided. A definitive root cause cannot be determined. It was reported there was a fall, however the reason for the fall is unknown. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 10 years post implantation of a total hip arthroplasty, the patient fell and was revised due to a periprosthetic fracture. There was no additional information available.